Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient enrolled in a clinical study underwent a total knee arthroplasty on an unknown date. It was further reported that patient experienced a tibial island bone fracture. There has been no reported revision procedure to date.